Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed and analysis revealed a connector issue.

Event description:
It was reported that prior to attempted implant, the device was taken out of the box and there were bubbles in the headers and possible damage. The device was not used. No patient complications have been reported as a result of this event.